Event description:
It was reported that during a follow-up the physician noticed the low voltage threshold was high. The physician suspected the lead was dislodged. X-ray did not show evidence of damage or externalization. The physician decided to implant a new right ventricular lead and did not remove the old lead. The patient condition was fine.